Manufacturer narrative:
Concomitant medical products: 4396 lead, implanted (B)(6) 2012; 6945 lead, implanted (B)(6) 2001. Product event summary: the proximal portion of the lead was returned and analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right atrial (ra) lead was removed due to the patient receiving a heart transplant. The lead tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.